Manufacturer narrative:
(B)(6) made no allegation of malfunction or defect against the subject wheelchair. She contacted sunrise medical solely for a general inquiry about the camber and foot plate, when she mentioned the incident that allegedly caused her broken foot. No vitals such as height, weight, age were provided by (B)(6); however, she did provide her phone number. (B)(6) did not request any replacement parts or service since there is nothing wrong with her chair. Sunrise medical has deemed this incident as accidental and no further investigation will be performed at this time.

Event description:
On (B)(6) 2019 end user, (B)(6), reported she broke her foot. She stated she thinks she broke her foot on (B)(6) 2018 during transfer to the couch. She says her foot got caught on the foot plate mechanism and she fell forward. She did not know about the issue until a couple of days later, when she stated her foot was swollen and went to the ER.